Event description:
The reporter stated that the surgeon inserted a aq2010v 3 piece silicone lens. The lens tore during insertion into the eye. The incision was enlarged to remove the lens from the eye. This the the first lens that was inserted into the same pt as in 2023826-2005-01364.